Event description:
The evercross balloon burst at 6 atms in the sfa on second inflation. The evercross tip dislodged from the balloon and traveled to the pt where it was removed with a snare.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.